Event description:
It was reported that the patient's left ventricular lead had heightened thresholds after a routine device change out. The lead was repositioned. Two months later, the lead had no capture, and was found to be dislodged into the coronary cavity. The lead was inactivated and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.